Event description:
Consumer left a comment on facebook om 10/12/2022 stating the following: "unfortunately these home tests are not always accurate took 2 said negative went to doctor got positive in 2 days.'

Manufacturer narrative:
On (B)(6) 2022, the consumer left a comment on facebook stating they received two false negative results. The consumer did not provide a lot number or other product information. Please refer to MDR#: 3004142665-2022-0036 for the other false negative submission. No additional follow up is to be expected with this complaint and the incident will be closed internally.

Event description:
Consumer left a comment on facebook om (B)(6) 2022 stating the following: "unfortunately these home tests are not always accurate took 2 said negative went to doctor got positive in 2 days'.

Manufacturer narrative:
On (B)(6) 2022 the consumer left a comment on facebook stating they received two false negative results. The consumer did not provide a lot number or other product information. Please refer to MDR# 3004142665-2022-0036 for the other false negative submission.